Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 during the procedure the surgeon tried to remove a screw from a previous plate that patient had. Surgeon used the screwdriver to remove a screw from the plate, tip of the screwdriver was deformed and broke. Surgery was completed successfully with 30 mins delay. Concomitant devices reported: unknown screw (part# unknown; lot# unknown; quantity:unknown). Unknown plate (part# unknown; lot# unknown; quantity:unknown). This report is for one (1) scrdriver 3.5 t15 w/groove l200. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Photo investigation: the device was not returned. A photo-investigation was performed on the images provided. Upon inspecting the images provided, the scrdriver 3.5 t15 w/groove l200 was observed to be deformed. But the reported broken condition cannot be confirmed with the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: product code:314.041, lot number: l882632, manufacturing site: (B)(4), release to warehouse date: 17. July 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.